Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's sister called to request assistance with rewinding the insulin pump. The customer was in the hospital for reasons unrelated to the insulin pump. Assisted the sister with the rewind process. The insulin pump did not have any issues. Nothing further reported.